Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (unable to power on) has been confirmed. Upon investigation, the battery charger/modem was unable to power on. The cause for the failure was isolated to component d601, which was knocked off the bedside board. The root cause for the damaged d601 component could not be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A u.s. Distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem was unable to power on.